Event description:
It was reported that during the procedure the fiber broke. Another fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during the procedure the fiber broke. Another fiber was used to complete the procedure. There were no patient complications.